Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 1. There was no reported impact to the customer's blood glucose level. The customer disconnected from the pump and used insulin injections to manage diabetes. The customer declined tandem technical support's offer to troubleshoot.